Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was not return after restart. Insulin pump was exposed of moisture and was not tuning on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = unknown. Customer returned insulin pump for alleged blank display, cosmetic damage located at the battery side of case, and exposure to moisture found on (B)(6) 2021. Unable to perform displacement test due to missing retainer ring. Insulin pump fails self test due to insulin pump error. Insulin pump fails sleep current test. Insulin pump passes active current test. Successfully downloaded history files and traces using thus. The following power alarms/alerts were noted on event date: power error alarm [25] on (B)(6) 2021 at 02:00:00.000. The power management tool confirmed insulin pump error was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7volt for 240 consecutive minutes. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board, back of lcd screen, lithium battery connector, motor, force sensor, keypad connector, harness assembly vibrator, and lcd connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked reservoir tube lip, cracked keypad overlay, missing o-ring (reservoir tube), detached retainer, cracked case-corner of belt clip rails, and pillowing keypad overlay. No blank display anomalies noted during analysis, blank display not confirmed. Cosmetic damage confirmed at the battery side of case. Exposure to moisture confirmed on electrical board, back of lcd screen, lithium battery connector, motor, force sensor, keypad connector, harness assembly vibrator, and lcd connector. Insulin pump error and insulin pump error confirmed due to moisture damage. High sleep current due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.